Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device does not detect the battery. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the dfm100 assy therapy. The reported problem was confirmed. The customer ordered a replacement dfm100 assy therapy to resolve the issue. The device remains at the customer's site. No urther action is warranted at this time.

Event description:
It was reported to philips that the device does not detect the battery. Patient involvement is unknown, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.